Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer¿s blood glucose level was 414 mg/dL. A cartridge change was performed to address the issue.